Manufacturer narrative:
(B)(4). Date sent: 12/28/2023. D4: batch # unk. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Malformed staples (see video) how was the bleeding controlled? Suture sewing. How much blood was lost (ml)? 00ml. Did the patient require a transfusion? No. Is the current patient status known? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. Investigation summary: this is an analysis of a video submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the video shows some b-form staples formed, an incomplete staple line and also tissue with a hole due to this hole bleeding occurred. Based on the video the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during the surgery, after the fire, noted bleeding from vein (a video provided). Used manual suture sewing to control the bleeding and continued the surgery. No other information can be provided.